Manufacturer narrative:
Haemonetics sent a field service engineer to evaluate the pcs®2 plasma collection system. Haemonetics field service engineer inspected the unit, found all components functioning properly and calibrations were within specifications. The disposables were discarded by customer, without physical sample haemonetics is unable to establish cause.

Event description:
On (B)(6) 2021, haemonetics was notified of a donor fatality which had occurred within 48 hours of the donor's last plasma donation procedure, utilizing the pcs®2 plasma collection system. The plasma collection procedure was completed successfully, there were no difficulties noted during procedure. The cause of death is unknown as the autopsy results are pending.